Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. It was reported that the biomedical technician replaced the ui mics board to resolve the issue and return the machine to service. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device

Event description:
A user facility biomed technician reported to technical support that a 2008t machine experienced not powering on and the ui/mics board smoking upon power up. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. After following up with the biomed, it was learned that the ui mics board was replaced to return the machine to service.